Manufacturer narrative:
The sample received is a non-ICU medical device. Please consider this report void, MFR report number 9617594-2024-01664.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4, g4: model number is not sold in the us but similar device is sold under model mc330465-5. This product was used for the product code and 501k. D4 and h4 the expiration date, and manufacture date are not applicable as this device is further processed before distribution.

Event description:
A complaint was received with regards to a111" transfer set w/microclave® clear, dual check valve, smallbore quadfuse ext set w/3 microclave® clear, 0.2 micron filter, 4 clamps (2 red, blue, white), rotating luer, bulk non-sterile that experienced leakage. The reporter stated, "leaking at filter connection." This was reported on 11-oct-2024. Sample is available for evaluation (biohazardous). The event date was unknown. There is patient involvement and no patient harm. This was during patient use.